Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have the main tube broken at the distal end. A piece measuring proximately 0.1025¿ x 0.940¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Common causes of the failure mode broken instrument main tube are attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can also lead to damage.